Manufacturer narrative:
Additional device implanted and involved in this event: tgu404015j/16340762 lot 14109892: UDI (B)(4) lot 16340762: UDI (B)(4). (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On unknown date, the patient underwent treatment of a thoracic aortic aneurysm with a cook® thoracic stent graft. It was reported that post-operatively (date unknown), a proximal type I endoleak was identified on the previously implanted cook device. On an unknown date, a left subclavian-axillo axillary bypass was performed. On (B)(6) 2015, a conformable gore tag® thoracic endoprosthesis (tgu373715j) was implanted distal to the brachiocephalic artery to treat the endoleak. According to the report, the patient¿s anatomy was outside of the conformable gore tag® thoracic endoprosthesis instructions for use, reportedly the tag device was implanted in an area that was reported to be less than the required 20mm of non-aneurysmal proximal aorta. Reportedly, final angiography determined the device had obtained complete wall apposition to the aortic wall and the endoleak had been resolved. The patient was reported to have tolerated the procedure. Follow-up imaging was performed (date unknown), which showed the tag device (tgu373715j) had migrated distally (distance unknown), evidence of a proximal type I endoleak with aneurysm enlargement (amount of growth unknown). It was reported the endoleak was caused by the device migration. On an unknown date, a surgical bypass was performed, whereby the proximal end of the surgical graft was anastomosed to the ascending aorta and the distal end was anastomosed to the previously placed axillo-axillary bypass graft. On (B)(6) 2017, the patient underwent an intervention to treat the persistent proximal type I endoleak. According to the report, the brachiocephalic artery was embolized with an amplatzer¿ vascular plug ii and intentionally covered during the implantation of an additional tag device (tgu404015j) for proximal extension. Intra-procedural imaging showed a slight proximal type I endoleak into the brachiocephalic artery, however the physician elected to conclude the procedure and will continue to monitor the endoleak.